Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen 4000 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016 (date is approximate). It was reported the patient was hospitalized the end of (B)(6) 2016 for an unrelated therapy or product issue. The patient developed a loss of therapy during this time. A catheter access port (cap) dye study was done and the catheter was found to have migrated out of the intrathecal space. At that time the intrathecal medication was changed from 4000mcg/ml compounded baclofen to lioresal 500mcg/ml; 100 mcg/day. The patient was scheduled for a catheter revision on (B)(6) 2016. On the day of surgery the physician opened the spine incision and the catheter was coiled up in the fascia and was not in the intrathecal space. The catheter anchor was intact. The cause for the catheter migration was unknown. The old catheter was removed completely, both pump and spine segments. A new ascenda model #8780 was implanted. Since then patient has been started on a low dose and was slowly being increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.